Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the explant occurred on (B)(6) 2018 and the only medication in the pump was baclofen, not morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen 1000 mcg/ml; 571.3 mcg/day and morphine 1.3 mg/ml; 0.7427 mg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was approximately (B)(6) 2017. It was reported the patient¿s control of spasticity had been getting worse especially within these past couple weeks. The hcp planned to remove the morphine and keep only the baclofen. The hcp was assisted with programming the pump to deliver baclofen, 1000 mcg/ml 620 mcg/day. The hcp confirmed it should take about 18 hours for the old drug to clear the system. The hcp planned to update the pump. A cervical magnetic resonance imaging (MRI) was ordered to see if there had been any changes. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). Per the clinician the patient had been experiencing intermittent s/s of baclofen withdrawal over the past three months. The actual vs. Expected residual volumes had been within normal limits (wnl). There were no known environmental/external/patient factors that may have led or contributed to the issue. A rotor study was done on (B)(6) 2018 and per clinician, rotor turned 30 degrees rather than the expected 60 degrees. The plan was for pump replacement on (B)(6) 2018. The issue was not resolved at the time of this report. Surgical intervention had not occurred but was planned for (B)(6) 2018. It was reported that the device was to be retuned to the manufacturer for analysis. The patient's status was "alive - no injury" and no further complications were expected or anticipated. The patient's concomitant medications included: klonopin, xanax, zanaflex, cymbalta, neurontin, and tramadol. The patient's medical history included: spinal cord injury and neuropathic pain.